Event description:
Hill-rom discovered that a pt had fallen out of a flexicair mc3 low airloss therapy bed utilized by transitional health services w/o siderails installed on the bed. The pt's fall occurred on (B)(6) 2010 but hill-rom discovered that the pt suffered an alleged fracture of her right femur on (B)(6) 2010 after a documentation specialist reviewed the pt history log during a f/u visit. No injuries were reported to hill-rom at the time of the incident because staff mistakenly x-rayed the left hip on (B)(6) 2010. It was not until (B)(6) 2010 that a nurse at the facility noticed the pt had a swollen right knee cap and it was at this time that the pt was x-rayed for a second time revealing a fracture to the proximal right femur. There was no malfunctions found with the flexicair mc3 low airloss therapy bed.